Event description:
The reporter stated that the surgeon attempted to implant a cc4204bf plate collamer lens. Three quarters of the way inside the eye, the pt squinted her eye preventing proper implantation of this iol. The lens was removed using 0.12 forceps, without enlarging the incision. No pt injury. The reporter stated that the lens tore while it was being removed from the eye. It was unk why the pt squinted her eye. Surgery was completed using another lens. The injector model that was used was an sfc-25 fp. The reporter was unable to provide the injector and cartridge lot numbers.

Manufacturer narrative:
Evaluation codes: method: a work order search was performed for the lens. Results: visual inspection of the returned product showed that the lens optic was torn. Surgical residue/debris on product. A lens work order search was performed and no similar complaint was found within the work order search. Conclusion: device failure was caused by pt squinting during implantation.